Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer failed and could not be recovered. The customer attempted to recover the drawer, but an error message was displayed on the screen. The customer switched off the station, unplugged the power cord, plugged it back in, and powered the station on again; however, the problem persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the tower door 1 kept failing and the latch clicked multiple times. The field service engineer (fse) replaced all four latches, as corrosion was found on the micro switches. The fse opened the access panel with the keys, removed the screws, lifted the latch column, and removed the two screws securing each latch in place. The latches were replaced, the new latches were tightened, and the wire harness was connected to the controller. The latch column was then reinstalled and secured successfully. The fse confirmed that there was no issue on station drawers. The system functioned as intended after the field service engineer repaired the device.